Event description:
Radiologist inserted an inferior vena cava greenfield filter. The filter did not deploy when placed into inferior vena cava. Device migrated into atrium. Patient expired during retrieval attempt.

Event description:
The dfu does not contain a statement regarding expected frequency of the reported event, but does include the section "possible technical complications and their causes" which addresses possible causes for this event.